Manufacturer narrative:
Product analysis the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to noise on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.